Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The device image was corrupted and could not be analyzed. The cause of the reset could not be determined.

Event description:
It was reported that upon interrogation prior to implant, the device was found to be in backup vvi mode. Device was replaced. There were no adverse consequences to the patient.